Event description:
It was reported the pt is no longer receiving effective stimulation and has not used or charged her scs system in two years. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Correction # 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.